Event description:
During the cath procedure in 2007, part of the whisper wire was disconnected from the main body of the wire during the cath procedure. Portion of wire had to be retrieve from the pt using a snare. Photo were taken of the wire for evaluation.